Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor delivered a low-energy pulse during testing. The u16 and u18 components were found to be defective. The root cause for the defective u16 and u18 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low-energy pulse during pulse testing.